Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for recurrent mitral regurgitation and single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 1+. On (B)(6) 2021, transthoracic echocardiogram was performed and noted mr increase to grade 2+. On (B)(6) 2022, the patient was re-hospitalized for an unrelated non-abbott left atrial appendage (laa) closure device. Transthoracic echocardiogram was performed and noted that the mr had increased to grade 4+. A single leaflet device attachment (slda) had occurred with the clip detaching from the anterior leaflet. The laa procedure was performed and the mitraclip remained attached to the posterior leaflet, with the mr remaining at grade 4+. A second mitraclip procedure is scheduled for (B)(6) 2022. No additional information was provided.

Event description:
Subsequent to the initial report, additional information was provided. The patient underwent a second mitraclip procedure on 02/25/2022. Two additional clips were implanted and the mr was reduced to grade 1-2+; however, the mean pressure gradient was 7.2 mmhg. No intervention was performed to treat the pressure gradient and per the physician, the increased gradient was not significant. On an unspecified date, the patient was re-hospitalized with sepsis, and experienced shock. The patient was administered vasopressor medications for blood pressure support; however, had reached the maximum dosage. The patient was on bilevel positive airway pressure (bipap), for low oxygen saturation, for a portion of the re-hospitalization. Antibiotic medications were administered to treat the sepsis. The patient condition was rapidly declining; therefore, the decision was made to place the patient on comfort care. On 03/25/2022, the patient died of causes related to sepsis. Echocardiogram noted that the implanted clips were in stable position, and per study physician, the patient death is unrelated to the implanted clips. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The reported patient effects of mitral regurgitation (mr) and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. The mitral valve insufficiency/ regurgitation appears to be due to the slda. The unrelated death appears to be related to patient conditions, as per the physician it was related to sepsis and is unrelated to the implanted clips. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.